Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the locking mechanism was bent. The outer shell would not accept the poly. The damage was not obvious until trying to implant the liner into the cup. The liner would not engage. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.